Event description:
Hospital personnel responded to a pt described as in cardiac arrest. The device, on a crash art, was pulled to the pt's bedside and the paddles pulled across the pt to administer a countershock. According to the reporter, the device would charge but would not transfer energy when the discharge buttons were pressed. A backup device was immediately called for and used. The pt was resuscitated.